Manufacturer narrative:
Updated h6.

Manufacturer narrative:
It was reported that the crutch broke causing a fall down 3-4 stairs. Due to this the user was transported to the emergency room where a CT scan was done which showed "large hematoma at the back of head left parieto-occipital". Pain medication was given. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Crutch broke causing fall.